Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with five infusions sets fell off during use on (B)(6) 2024. The blood glucose level was approximately 350 mg/dl. The infusion set was in use for slightly over 24 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1897436. Device 1 of 5. E1: patient country: united states.